Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was the patient did not think the system was working like it should. Yesterday if they were to rate the system from 1 to 10 they would have given it a -1. There was more seeping than before they ever had the device. Today they were a little better, but not much. There was a lot of leakage. Down their leg they felt fluttering all the time. The patient said the doctor warned them about not lifting or doing any activities. The patient said they knew they did not do anything. All they did for a week was go from chair to the bathroom and to the ice box. They said they "didn't do nothing." This past saturday they got out and mowed the lawn but "didn't lift nothing." The patient was walked through checking their settings and they were at 1.3 ma on program 4. They decreased the stimulation down to 1.2 ma on the call and the issue was resolved; they did not feel the fluttering down the leg. When asked if they had done anything to make the symptoms start they said no. Last week was great. Yesterday they started back to work. They wondered if being back on their feet and being on the concrete had anything to do with it. The fluttering started sunday. The leakage did not get really bad until yesterday. The leakage was not as bad today as yesterday. The patient had not adjusted or "done nothing" to the stimulation since they got implanted. They mentioned they had turned to the right and leaned to the left and then really felt the stimulation. They then thought something was not right. Yesterday they said they were the worst they had been in a long time. They would maintain the stimulation level and continue to track symptoms. They were told to monitor their symptoms for a couple days and see if their symptoms improved. It was confirmed stimulation was in the bicycle seat area and comfortable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have contacted their doctor who manages their device about the issue. They also noted that the cause of the fluttering down their leg was determined and listed a likely cause of "device adjusted too high." The patient noted this issue has been resolved. The patient also stated the cause of the sudden return of symptoms was determined, but they listed no likely cause or steps taken and noted it is unknown if the issue has been resolved.